Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
The patient was implanted with coloplast minitape, restorelle a and restorelle p mesh on (B)(6) /2009. Later the patient experienced vaginal bleeding, small exposure and anterior exposure. The mesh was excised and estrogen cream was prescribed on (B)(6) 2010. The patient reported not using the estrogen cream and small pieces of mesh were removed in the office on (B)(6) 2011.